Manufacturer narrative:
(B)(4). The sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
Baxter (B)(4) reported a leak that was found on the tubing near the patient adapter. The set had been used for 180 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). The customer report of a leak was confirmed and duplicated during testing. A batch review was not performed as the lot number was unknown. The root cause was undetermined. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.